Event description:
A healthcare facility in other country reported to our distributor that the blue cap was missing from the port on the connector of the dryline of an rt125 infant breathing circuit ("the breathing circuit"). This was discovered during inspection of the unopened bag containing the breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt125 breathing circuit ("the breathing circuit") was visually inspected. Results: inspection of the breathing circuit confirmed that the blue cap was missing from the port on the connector of the dryline. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the component has been omitted through operator error during the MFR process. Corrective action was undertaken to address the issue of missing components. This was completed on june 5, 2008. Since the initiation of this corrective action, trending indicates a reduction in the incidence of missed parts during the packing process. This is currently trended at a rate of occurence worldwide of 0.02 % for the last year. Corrective action taken is continually monitored for effectiveness and to determine if further action is necessary.